Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that he is calling for wife. She's had problems with pump and it's not working properly. She has been running blood glucose over 300 mg/dl. Can't seem to get the pump to working properly. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 259 mg/dl. The customer treated for high blood glucose with shots. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The customer reported that blood glucose in the bolus history was 100 but her blood glucose at that time according to the meter was 259 mg/dl. Customer reconnected to set and checked blood glucose and it was 288 mg/dl. She inputted that she was going to eat. Customer checked blood glucose a little later on and it was 324 mg/dl. Customer also had air bubbles. The customer reported that the cannula was slightly bent. Blood glucose was 200 to 350 mg/dl and last night she was 400 mg/dl. Customer treated with the pump. Customer has been also been treating with shots. Previously blood glucose were 259 mg/dl, 148 mg/dl, 133 mg/dl,292 mg/dl, 397 mg/dl, 346 mg/dl, 265 mg/dl, 289 mg/dl, 319 mg/dl, 205 mg/dl and 296 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Insulin pump received with minor scratched lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.